Event description:
Related manufacturer reference number: (B)(4). It was reported that patient experienced ineffective stimulation due to lead migration and pain at ipg site. It was noted that patient had gained 150 pounds. An MRI of the lead showed that lead was not midline, had migrated close to spine and was only capturing right side and right breast area. Targeted pain pattern was the low back. Lead diagnostics showed impedances were normal. Surgical intervention was undertaken wherein the lead and ipg were explanted, replaced and ipg pocket was relocated to the right buttock. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.